Event description:
Egm showing low level noise was rv tip to rv ring. Oversensing and very low level noise. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).